Manufacturer narrative:
D4: customer did not provide serial number. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that their unspecified patient monitoring device failed to alarm as a patients o2 stat was dropping. There was no reported patient or user harm.